Manufacturer narrative:
Parent company has determined the root cause of the incident to be excessive force being applied repeatedly to the backrest which resulted in material fatigue causing the breakage of the backrest hinge arm. When reviewing the risk analysis this event is considered as a low risk failure and the reported incident supported that evaluation.

Manufacturer narrative:
DHR was reviewed and unit was built according to specification. Unit was returned to permobil for inspection and repair. Affected component was replaced will be returned to parent company for further analysis of failure. Once final investigation has been completed, a follow up MDR will be reported with the additional information.

Event description:
It was reported that the back hinge broke where the recline actuator attaches. This allowed the backrest to fall. No injury was reported as a result of this incident.